Event description:
During final trialing, the 1.5 head trial came off the summit stem implant and got caught behind the acetabulum and took 3.5 hrs to retrieve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination is not possible as the instrument was not returned. Current product design includes a wire within the material so that it can be located by x-ray should it become lost in the patient. (B)(4). A lot code to determine product age of this particular instrument was not provided. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.